Manufacturer narrative:
On 11/25/2019, mentor became aware that the patient also experienced the following: breast deformity, asymmetry, breast ptosis, hypertrophic breast scars, and excess adipose tissue of the abdomen and flanks, post-operatively. The patient had bilateral capsulectomy, vertical breast lift, scar revision and liposuction of the abdomen and flanks and fat transfer to breasts. On 12/19/2019, the product investigation was completed. Device investigation summary: the device was visually inspected, and it was found with no apparent damage. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast prosthesis implantation surgery with a (left) 235cc mentor memorygel breast implant and a (right) 275cc mentor memorygel breast implant, suffered bilateral capsular contracture; baker grade unknown and right breast implant rupture, post-operatively. As a result, the patient underwent bilateral implant explantation on (B)(6) 2019.this medwatch form is for the left breast prosthesis.